Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusions set fell off during use on event on (B)(6) 2024. Infusion set has been used for 24-48 hours. Insertion area was cleaned, air-dried and free from hair. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off for 3 or 4. Skin tac adhesive aides used at the area of insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.